Event description:
It was reported that it was difficult to connect the disposable to the controller. It was not during a procedure and there were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The cpc connector and coupler were misaligned. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.